Event description:
It was reported the patient had an unknown sling implanted on an unknown date. The patient was later implanted with an artificial urinary sphincter (aus) due to recurring incontinence. The patient is expected to fully recover after this aus implant surgery.